Event description:
On (B)(6) 2011, a vns treating physician reported that upon interrogation, the physician saw that both the output current and magnet current were at 0ma, and the physician reported that he did not set the patient to these settings. Although the generator will disable itself to conserve battery for interrogation events when at end of service=yes, the physician stated that the patient is at nearing end of service=yes and not end of service=yes. The manufacturer's consultant reported that he would obtain a copy of the patient's programming history from the physician's handheld for the manufacturer's review, but it has not been received to date.

Event description:
Additional information was received on (B)(6) 2011, when the manufacturer's consultant reported that he had obtained a copy of the patient's programming history from the physician's handheld and would send it to the manufacturer for review. However, it has not yet been received by the manufacturer.

Event description:
Additional information was received on (B)(6) 2012 when it was discovered that the vns patient had battery replacement on (B)(6) 2011. Attempts for the return of the explanted generator were made but the device was discarded by the hospital.

Manufacturer narrative:
Analysis of programming history.

Event description:
Updated programming history was received which shows that the generator was pulse disabled due to end of service in (B)(6) 2011 .